Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient received the implantable neurostimulator (ins) for the treatment of bladder issues. The reason for the call was that the patient did not believe the device was working anymore. They reported they increased therapy strength to 8.0 volts, and did not feel any stimulation. Their bladder had also started leaking more. They stated the issues had been going on for the past month. They stated they went to see their healthcare provider, a physician assistant (pa), and were told it was normal to not feel stimulation if the device had been implanted for a while. The patient denied any falls or trauma to the implant site. They trialed all programs and increased therapy strength, but were unable to feel stimulation. It was ensured therapy was turned on, and the patient confirmed seeing the therapy on symbol. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and check ins placement.

Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called back and repeated the information regarding return of symptoms and said they saw the hcp who connected to the implant and told them that it isn't working and needs to be replaced and reviewed new surescan system with them. When asked, they said that the hcp didn't say anything about the ins battery whether depleted or not, just isn't working. They said that they saw gastro doctor who said the implant was not approved for fecal incontinence. Reviewed FDA approval with patient. Redirected the patient to contact hcp office to check their appointment notes if anything was listed that ins battery is low or depleted. Reviewed surescan lead information. The patient said they are scheduled for complete replacement. Additional information was received on 2022-feb-14, the patient called back and said their device went bad and they need to get a replacement. They wanted to know about the rechargeable device. Reviewed the average of how often and how long it takes to recharge.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-(B)(6) rtg0261205 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient received the implantable neurostimulator (ins) for the treatment of bladder issues. The reason for the call was that the patient did not believe the device was working anymore. They reported they increased therapy strength to 8.0 volts, and did not feel any stimulation. Their bladder had also started leaking more. They stated the issues had been going on for the past month. They stated they went to see their healthcare provider, a physician assistant (pa), and were told it was normal to not feel stimulation if the device had been implanted for a while. The patient denied any falls or trauma to the implant site. They trialed all programs and increased therapy strength, but were unable to feel stimulation. It was ensured therapy was turned on, and the patient confirmed seeing the therapy on symbol. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and check ins placement. 2022-(B)(6)rtg0261205 (con): additional information was received from the patient. They called back and repeated the information regarding return of symptoms and said they saw the hcp who connected to the implant and told them that it isn't working and needs to be replaced and reviewed new surescan system with them. When asked, they said that the hcp didn't say anything about the ins battery whether depleted or not, just isn't working. They said that they saw gastro doctor who said the implant was not approved for fecal incontinence. Reviewed FDA approval with patient. Redirected the patient to contact hcp office to check their appointment notes if anything was listed that ins battery is low or depleted. Reviewed surescan lead information. The patient said they are scheduled for complete replacement. Additional information was received on 2022-(B)(6) the patient called back and said their device went bad and they need to get a replacement. They wanted to know about the rechargeable device. Reviewed the average of how often and how long it takes to recharge. 2022-(B)(6) rtg0277649 (con): additional information received from patient. They reported that they had an interstim replacement on 2022-(B)(6). [See related pe 704899705 for loss stim sensation; leakage]